Event description:
Boston scientific received information that the patient with this pacemaker indicated she had an episode were she woke up on her driveway. The patient was unsure if she fell or passed out. The patient was directed to contact her physician. Additional information indicated the device was interrogated and was functioning normally. It was undetermined if the patient passed out or tripped. The cause if this issue was also undetermined. No further adverse patient effects were reported.

Event description:
Subsequently, the device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.